Event description:
[Oral-b] brush heads haven't been staying on rotating metal part, keep falling off [device breakage] . Case narrative: consumer via e-mail stated that the brush heads haven't been staying on rotating metal part, they keep falling off. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.